Event description:
Pt getting inappropriate shocks from ICD due to ventricular lead fracture. (Insulation failure) pt brought to bp lab - the ICD removed - rv (6944) lead freed 8 examined - fx found - lead extracted completely - new rv (6944) lead implanted - connected to ICD - dft's completed - pt stayed over night in hosp. Then discharged home the next day. No complications.